Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-02430. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the malposition is unknown.  However, may be due to patient and procedural factors as per report, the implant was rushed due to the ¿patient¿s condition¿ and pacing was not used.  However, the operator also mentioned that, ¿on review of valve positioning it was noted that the pusher appeared to move forward during positioning and as the valve was deployed.  The operator was unsure if it was due to the lock not locking or if he had not locked it.¿  since there is speculation whether a device malfunction or use error contributed to the event, the cause of the malposition of the valve is unknown at this time.  The delivery system is being returned for evaluation and imaging was requested.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 26mm sapien 3 case by tf approach in aortic position, the esheath access was gained at the right femoral artery - bilateral femoral tortuosity was noted during work-up. Bav was done and tolerated well by the patient. Delivery system and valve were prepped as per IFU. Delivery system inserted and followed tortuous pathway. It was difficult to find a straight section to do the valve alignment and the delivery system pusher appeared to be inside the valve. Continued with valve positioning. It was extremely difficult to maneuver the delivery system through the tortuous artery requiring manual manipulation. As the nose cone reached the aortic valve the system was up to the hilt and could not progress further. Arteries appeared to straighten enough to provide length to position the valve. During valve position checks, the patient became hypotensive, hypoxic, and unresponsive. Anesthetic support was called. CPR commenced as patient had no output anymore. Decision was made not to make any more adjustments to valve positioning and to deploy valve due to the patient¿s condition. Pacing was not commenced due to the patient having no output. During balloon inflation the valve moved forward into the ventricle, however, remained in the lvot. The patient responded to aramine and adrenaline and minimal CPR. A new sapien 3 valve, delivery system, and esheath were prepped and a second valve was positioned and deployed successfully within the first 26mm s3.  Echo performed in the lab to assess mitral valve - trivial to mild mr mean grad mitral valve 4mmhg. The patient was stable post procedure. On review of valve positioning it was noted that the pusher appeared to move forward during positioning and as the valve was deployed.  The operator was unsure if it was due to the lock not locking or if he had not locked it.